Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional (hcp) reported that the patient was injected with 0.5ml chin, 0.5ml jw, and 0.5ml each side cheeks using juvéderm® volux¿. A few months later the patient contacted the clinic stating that they experienced redness, tenderness and a palpable nodule left medial cheek. The hcp prescribed antibiotics and the filler was dissolved. Hcp later reported post procedure the patient developed signs of infection and small palpable nodule left medial cheek. The hcp treated the patient with augmentin duo forte tablets, doxycycline, and hyalase total 500iu intradermal injection. Additionally, the healthcare professional stated that the patient is still currently on antibiotics and will finish them soon. Symptoms ongoing.